Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had repeated failed self-test alarms. The customer also reported the alarm did not occur during the prime/rewind sequence. The customer's blood glucose was 110 mg/dl. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis and wanted to continue using the insulin pump.